Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of manufacturing route sheets was completed and results indicate the product met quality requirements for product acceptance. Additional info will be submitted within 30 days of receipt.

Event description:
When the physician removed the upd from pt the basket was torn. As reported by the sales rep, it looks as if the angioguard was captured normally but part of the basket came out of the recapture device and caught on the end of the sheath. One side of the ptfe portion looks bunched up and pulled down. The angioguard was removed with no difficulty. Also in the procedure, the aviator catheter would not advance over the wire. There was no difficulty prepping, advancing or removing either device. There was no problems with the packaging. Target lesion was the internal carotid artery. There were no anomalies with the vessel, other characteristics unk. There was no pt injury reported.